Manufacturer narrative:
It was reported that the amulet had dislodged next day on implant and was in the left atrium. Information from filed indicated that the left atrial appendage was a big chicken wing reverse anatomy. The device sizing was determined via echo and angiography. Also reported that after device deployment, the lobe was not coaxial, but the amulet was stable during tug test and was therefore implanted. The close criteria was satisfied, however it was reported that the lobe wasn't completely coaxial due to the chicken wing anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field also indicated that the user suspected the cause of the embolization was a combination of the lobe not being completely coaxial, the patient potentially passing from atrial fibrillation to sinus rhythm, and that when the amulet was released the delivery cable distal end passed through the disc of the device. Based on the information received, the cause of the reported device embolization is consistent with device positioning. The cause of reported patient effect atrial fibrillation could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the amulet was removed via percutaneous snare and no replacement device was implanted. The patient was reported to be in stable condition. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet was selected for implant. The left atrial appendage (laa) was a big chicken wing reverse anatomy. The sizing of the amulet was determined via echo and angiography. The patient was under atrial fibrillation, but sometimes passed to sinus rhythm. After device deployment, the lobe was not coaxial, but the amulet was stable during tug test and was therefore implanted. The close criteria was satisfied; however, it was noted that the lobe wasn't completely coaxial due to the chicken wing anatomy. The shape of the device was very compressed like a roman helmet. The left atrial pressure was 20mmhg. Fluid was not given during implant. Transthoracic echocardiography 3d (tte) and angiography were used during procedure. On (B)(6) 2024, control echocardiography showed that the amulet had dislodged and was in the left atrium. The user suspects the cause of the embolization was a combination of the lobe not being completely coaxial, the patient potentially passing from atrial fibrillation to sinus rhythm, and that when the amulet was released, the delivery cable distal end passed through the disc of the device. Subsequently, the amulet was removed via percutaneous snare and no replacement device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.